Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer returned one unit of 528235 visistat 35w (B)(4) /box for investigation. The packaging was returned partially peeled. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. There is a hole near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w (B)(4)/box lot # 73f2200893 was manufactured on 06/28/2022 a total of (B)(4) pieces. Lot was released on 07/11/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the during inspection the plastic packaging of all separate staplers in the box, the whole charge has been damaged.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73f2200893 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the during inspection the plastic packaging of all separate staplers in the box, the whole charge has been damaged.